Event description:
It was reported that the user experienced a sudden blood glucose drop at 68 mg/dl shortly after an infusion site change and the caller asked whether the ilet caused the event; support advised that the ilet does not automatically dose after a supply change and that the rapid decline was unlikely due to the pump, and customer care provided troubleshooting and education on appropriate low glucose treatment to avoid overtreatment. Investigation of this case revealed no device alarms or alerts and no evidence of automatic dosing after the change, with the cause of hypoglycemia remaining unclear. Clinical symptoms include fatigue associated with hypoglycemia reported. Outcomes included recovery of glucose to the target range following oral glucose treatment without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.